Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a posterior leaflet prolapse for a mitraclip procedure. During the procedure, a mitraclip xtw was attempted to be placed. While steering the clip, the "m" knob was used to maneuver, the clip deflected toward the atrial roof. Troubleshooting was preformed unsuccessfully and the clip continued to deflect so the clip was removed from the patient. A second mitraclip xtw was attempted to be placed, but during positioning a pericardial effusion was detected. The clip was removed from the patient and the patient was transferred to cardiac surgery. The final mr remained at grade 4 after no clips were implanted. There was no clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated and the reported sleeve steering issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.